Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient "started switching bags around during therapy". Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.